Event description:
Design structure problem which rptr has discussed with MFR. Reports that three holes developed in the red lumen. Difficulty, in that clamping needs to be done too far up on the line near the hub. Catheter was repaired by facility.